Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with sepsis were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. The patient was treated with intravenous antibiotics. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead, right atrial (ra) lead, left ventricular (lv) lead and previously capped lv lead were explanted. The lv lead was cut along the conductor and a small loop was left. There was not a cap placed on the cut end of the electrode. Furthermore, the previously capped lv lead was damaged during extraction. The lead body was removed but portion(s) of the distal tip remained embedded in the coronary venous system. No additional adverse patient effects were reported. The ra lead was returned for analysis. Additional information from product investigation indicates that the allegation against the lead was not confirmed. Analysis of the returned product is not able to provide relevant information for infection-related allegations as pocket infection was known inherent risk of the device.